Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra meter was displaying inaccurately low readings compared to a hospital meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported seconds before the alleged issue occurred, he felt dizzy, lightheaded, and passed out while in the bathroom. The patient was unable to state when the alleged issue first began. The patient reported obtaining readings of ¿40 and 41 mg/dl¿ on the lfs meter. The patient reported using self-adjusting insulin to manage his diabetes. The patient did not state if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported in response to the alleged issue he was hospitalized and treated with IV fluids, insulin and diet management. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. This complaint is being reported because the patient claimed, due to the alleged issue, he lost consciousness and required treatment from a healthcare professional for an acute complication of diabetes.